Manufacturer narrative:
This supplement is being submitted to FDA as a result of fujifilm corporation's commitment to perform a retrospective review of all mdrs submitted between october 1, 2021 and october 12, 2023, due to FDA 483 observations issued to fujifilm corporation on september 22, 2023. This supplement includes missing or incorrect information in the original MDR filing, and previous supplements where applicable.

Manufacturer narrative:
Fujifilm received the additional information for this event. Once the endoscope was withdrawn from the patient with overtube still on, the overtube was removed while outside the patient and the endoscope was re-inserted into the patient by the physician to check for any immediate patient patient injury, to which there appeared to be none upon examination. It was later reported that within a couple of days that the patients had some soreness when swallowing and was deemed to be mild esophageal bruising. Other than this, no other patient issues were reported. The subject overtube was not available as it was a single-use medical device and was believed to have been discarded at the facility. As for the balloon controller pb-30 used in combination with the overtube and the remote controller of pb-30, no problems were found as a result of inspection. Based on past cases of failure, it is possible that residual water in the tubing kit of pb-30 or incorrect injection of lubrication water into the air inlet of the overtube may have caused water to enter the air inlet of the overtube, making it difficult for the balloon to deflate. However, the cause could not be identified due to lack of information.

Manufacturer narrative:
A supplemental report will be submitted pending investigation results.

Event description:
On (B)(6) 2023, fujifilm corporation was informed of an event involving ts-13140. It was reported that the over-tube would not deflate upon withdrawal from the patient resulting in a delay of the procedure. The patient was not harmed and the procedure was completed successfully. There is no serious injury or death associated with the event.